Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
The reloadable linear stapler misfired during a gastrectomy leaving the stomach and it's contents open to the cavity.